Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports that he feels he requires less insulin with his new replacement pump to manage his diabetes and that his basal level requirement has returned to how it had been prior to recent issues. He believes that the pump may have been exposed to electromagnetic interference when he had a medical procedure on (B)(6) 2016 and this caused the pump not to deliver insulin as expected, leading to his increased basal insulin requirement to achieve the same control. No adverse event alleged. A request was made for the return of the device.